Event description:
It was reported that the pump exhibited a key stuck error. There was unknown patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. D9 - date returned to mfg.: 07-jan-2025. H3: one device was received for evaluation. Service history review indicated no previous service history in the last 12 months. The reported issue was confirmed through even history log. The probable cause of the reported problem was a defective keypad. The keypad was replaced to address this issue. The device passed all functional tests after the repair.